Event description:
Customer reported the user disconnected the texium from the smartsite attached to the pt's PICC in order to draw labs. After reconnecting the texium to the line, leaking at the site was noted by the pt within 45 mins. There was no pt harm. The set was later discarded. No additional info was available.

Manufacturer narrative:
(B)(4).